Manufacturer narrative:
A review of the manufacturing records for the device(s) could not be performed as item- and lot/serial numbers were unavailable. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection).

Event description:
In a review of published literature, these findings were noted. "Mid-term results of endovascular treatment with the gore tag device for degenerative descending thoracic aortic aneurysms," yunoki j, kuratani t, shirakawa y, et.al. Gen thorac cardiovasc surg. 2015 jan; 63(1):38-42. From may 2008 to april 2011, elective thoracic endovascular aortic repair (tevar) with gore® tag® thoracic endoprostheses without left subclavian artery (lsa) coverage for a degenerative descending thoracic aneurysm was performed in 36 consecutive cases. The mean age of the patients was 74.8 +/- 10.0 years, and 66.7% of the patients were male. The article describes two cases of iliac artery dissection. In both cases, the dissections were repaired by implanting bare metal stents intraoperatively. One patient's case has already been identified and reported on previous medwatch #2017233-2015-00177. Additional information regarding the second patient's case was requested by gore; however, none was provided.